Event description:
It was reported that svo2 reading was in the twenties, however, the actual reading was in the fifties. There were no patient complications.

Manufacturer narrative:
Customer report was confirmed. The catheter optics system passed invitro calibration and attenuation testing. The optics system failed x-talk testing. Examination of the catheter body found indentaions 48cm proximal of the catheter tip. The optic fibers were removed from the catheter and were found to have light leakage from kinks and scrapes in the same location as the indentations on the catheter body.